Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 8f amplatzer talisman delivery sheath was chosen for a procedure. During sheath insertion, it was noted that the tip of the sheath was rolled back and could not be inserted into the blood vessel. The tip of the sheath was reportedly crushed and kink was noted. A new 8f amplatzer talisman delivery sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
It was reported that during sheath insertion the tip of the sheath was rolled back and could not be inserted into the blood vessel. The tip of the sheath was reportedly crushed and kink was noted. A returned device assessment could not be performed as the device was not returned for analysis. No images of the device/issue was provided for review. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.